Manufacturer narrative:
The root cause could not be identified because no serial number, logfile or patient data are available. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported blurry and horrendous vision post topography guided lasik. Patient was told during consult that there was a 90 to 95 percent chance that vision could be improved. Patient reported that there was zero percent chance that it could get any worse. Patient reports that vision is 80 to 90 percent worse post topography guided lasik. Patient noted that vision is blurry during the day and absolutely horrendous at night.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, no additional information will be received. Physician is not able to give out anymore information regarding this case.